Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the complete system was explanted due to infection. Draining from incision site was noted. The physician did not allege that the device and any related procedure caused the infection. But the cause is unknown. The patient was stable.